Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/09/2026, the patient experienced a skin reaction with redness, inflammation, swelling, pimples, bumps and infection extended beyond the patch perimeter. On (B)(6) 2026, the sensor failed and that the patient felt pain where the sensor was inserted in the arm and upon removing the sensor and upon removing the sensor, there was a skin irritation the shape of the adhesive patch and it went past the patch perimeter and spread in the arm up to the elbow. The patient had no pre-existing condition for any allergic reactions. The patient any medication at the time and just monitored the skin irritation. However, there seemed to be an infection hence they went to the hospital on (B)(6) 2026 noon. Upon arrival at the hospital, the doctor did no tests and prescribed oral antibiotics cephalexin 500 mg to be taken 4 times a day. The patient started taking the antibiotics on (B)(6) 2026 and continued to take them for 10 days. At the time of the report, the irritation was less reddish, swelling was down, irritation had stopped spreading and the patient was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.